Event description:
It was reported that the insulin pump alarmed no delivery during the fill tubing process. The blood glucose reading was 230 mg/dl. The customer stated that the last 2 times she refilled her infusion set, she received the no delivery alarm. She advised that the alarm was resolved by a complete infusion set, reservoir and insulin change. She declined to return the supplies for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.